Event description:
Procedure: lap chole. According to the reporter: during the use of the device the active blade broke. Nothing fell into patient's cavity. Used another device, and procedure was completed. The patient sex was not reported.

Manufacturer narrative:
.